Event description:
A malfunction alarm was reported on the customer's pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. The customer reset the pump independently, and the malfunction did not recur. Technical support instructed the customer to continue using the pump and to call back if the malfunction code reappeared.